Event description:
Additional information was received from a manufacturer representative and a patient reporting that the implantable neurostimulator (ins) was overdischarged. The patient saw the manufacturer representative on (B)(6) 2016 and a physician mode recharge (pmr) was performed. A warning power on reset code was seen after the pmr. The por code could not be cleared and the patient was redirected to their health care professional (hcp). The manufacturer representative reported that the patient had cancelled their appointment to clear the por on (B)(6) 2016. The manufacturer representative had not heard from the patient but would continue follow-up in order to clear the por. There were no patient symptoms reported.

Event description:
The patient reported poor communication on the patient programmer (pp). They were unable to communicate with the implantable neurostimulator recharger (insr). The last time the patient felt stimulation or successfully charged was about 6 months ago. She hadn't charged because she didn't have the insr anymore. The implantable neurostimulator (ins) hadn't worked in almost 6 months and she hadn't felt stimulation or recharged in 6 months ((B)(6) 2015). She had recently gotten a divorce and her husband wouldn't give her back her insr. It was noted that she did not have a healthcare provider (hcp). Additional information from the consumer reported they had not found a physician yet and were still in need of finding a doctor that deals with over discharge. Relevant medical history included non-malignant pain and occipital neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.